Event description:
It was reported that patient presented for routine generator change procedure. During procedure it was found that patient's atrial lead was tangled. The lead successfully repositioned during procedure on (B)(6) 2024. The patient was stable.